Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. (B)(6) 2015 medtronic representative reported that the tool interface unit (tiu) was replaced and the issue was resolved. Return requested. Replacement tool interface unit shipped to site. No parts have been received by manufacturer for analysis. (B)(6) 2015 a medtronic representative performed a navigation system check-out, instruments area passed. Hardware test failed. There was a hardware failure which was resolved after replacing the tiu. The tiu replacement resolved the issue. No further issues have been reported.

Event description:
A medtronic representative reported that three hours into a cranial procedure, the active cranial frame and active probe were no longer recognized. The foot-switch was also not functioning. In trouble-shooting, the site adjusted camera positioning, however, this did not resolve the issue. The tool interface unit (tiu) error light was flashing and a system re-start brought no change. A back-up tiu was brought in to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.